Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown fluted headless pin. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fluted headless pin seizing in a tibial resection guide was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as insufficient product information was provided for review. Complaint history review: not performed as insufficient product information was provided for review. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation and no product details were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Reused fluted headless pin became stuck on tibial cutting block and staff then broke pin inside triathlon pin driver.

Event description:
Reused fluted headless pin became stuck on tibial cutting block and staff then broke pin inside triathlon pin driver.